Event description:
The event is reported as: the customer alleges that there is no control over the temperature setting. The unit overheats usually within 5 minutes of start. The unit will be hotter than the neptune heater's normal radiant heat. There is no way other than to unplug the unit to stop the temperature from rising. No report of a patient injury or patient involvement.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product concha neptune, serial number (B)(4) was manufactured on 01/05/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.